Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis with the shaping ribbon detached. The reported kink was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the guide wire was withdrawn from the dispenser coil at an angle at the exit port of the dispenser coil causing the reported/noted damages (kinked/bent core, stretched coils, bent/detached shaping ribbon). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use, when the high-torque (ht) floppy ii guide wire was unpackaged, the guide wire tip was bent. The device was not used and there was no patient involvement. A new ht floppy ii guide wire was used from a different lot number to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Device analysis revealed the shaping ribbon was detached.